Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat properly. Another articular surface was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned device identified that the rails of the dovetail feature was compressed. It has also been noted that there are gauges on the lip and the surface of the device. Dimensions were found conforming to print specifications where measured. Review of the device history records for the articular surface did not find any deviations or anomalies. This device is used for treatment. The compressed dovetail feature indicates that the articular surface was not correctly placed and oriented before pushing it with the inserter instrument. Per the nexgen lps fixed knee surgical technique "place the articular surface onto the implant tray, engaging the dovetails. Steady the surface on the tray with one hand by applying downward pressure near the posterior curciate cutout." Additionally "only insert an articular surface once. Never reinsert the same articular surface onto a tibial tray." Based on the inspection results and the information provided, it is likely that the problems encountered are related to surgical technique.